Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator's bottom half of display was purple and the top half was pink. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and re-seated the liquid crystal display (lcd) cable. The unit passed extended self-testing.